Manufacturer narrative:
The agent reported, the patient had a total knee that loosened up after surgery. The insert was upsized. Female 64. Complaint has been evaluated and is similar to report number 1644408-2022-01344; 341-10-707, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to loosening.